Event description:
Material#: 305198, batch#: 5056705. It was reported by customer that the shaft of the needle is completely separating from the hub. "We use quite a large amount of the #: 305198 16g 1.5" needles for sterile compounding - this week there has been a number of reports of these needles breaking in atypical fashion. The shaft of the needle is completely separating from the hub, which is a risk for needlestick injury." Customer response received on 23-apr-2025. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? The events occurred on two different days, with two different technicians making two different compounds. The first was on or around monday 04-07-2025 and the second was on friday 04-11-2025. 2. Sample availability is mentioned as yes, please check with customer and provide the address of the facility for us to ship the return label address: 3. Was there any harm to the patient/caregiver? (Detail) both cases the technicians were unharmed and able to mitigate a needlestick injury.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it has been reported that the shaft of the needle is completely separating from the hub. To assist in the investigation, two samples, with one opened packaging blister one plastic shield, were received for evaluation by our quality team. A visual inspection revealed that the needles are loose from the needle hub. Both units have approximately 30% of the epoxy applied to secure the needle to the hub. No other defects or imperfections were observed. This condition may occur if there is a jam at the cannulator during the manufacturing process. A device history record review was conducted for material number 305198, lot 5056705. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed, confirming that the settings were correct and the flow of product was satisfactory. Based on the investigation and analysis of the returned samples, the symptom reported by the customer has been confirmed.